Event description:
It was reported a piece broke off during the procedure. No negative impact in state of health reported.

Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Scope was not returned as it had been disposed of by the customer. No inspection of product was performed as the scope was not returned. Images of defected product submitted by customer were reviewed by process engineering, quality assurance, and manufacturing as part of investigation.: after reviewing images submitted by customer, the most probable root cause for defect was concluded to be improper handling/too much force applied while handling by customer. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).